Event description:
The customer reported, the device showed a pads/paddle cable failure.

Manufacturer narrative:
The customer reported the device showed a pads/paddle cable failure. The device was evaluated by a philips filed service engineer at the customer site. The symptom was verified. Replacing the pads cable resolved the issue.